Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that during the procedure, a distal edge dissection occurred at the prox rca. A second stent was used to treat the dissection. No additional event or patient information is available.